Event description:
It was reported that revision surgery occurred to replace broken rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection of the fracture surfaces confirmed the presence of beachmarks, which are consistent with fatigue fracture. Furthermore, it was confirmed that the patient achieved fusion and had the rods implanted for more than 3 years before the event occurred. Conclusion: the most likely cause of the reported event is a fatigue of the implanted rods due to an extended time of implantation.

Event description:
It was reported that revision surgery occurred to replace broken rod.